Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the non-tandem infusion set cannula was kinked. Reportedly, the event caused the customer to experience diabetic ketoacidosis and the customer was hospitalized. The customer declined to provide additional information to tandem technical support.